Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini was prompting an 'apply sample symbol' instead of counting down to a result. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issues began 3-4 days prior to contacting lfs. The patient reported managing her diabetes with diet, exercise and oral medication (type/dose unknown) and denied making any changes to her normal diabetes management despite the alleged issue starting. The patient claimed that the day after the alleged issue began (in the morning) she developed symptoms of "sweaty and dizzy," which she associated with her 'sugar dropping.' However, the patient denied receiving medical intervention due to the alleged issue starting. During troubleshooting the cca confirmed that the patient was using the correct test strips, correct testing process and that the patient was not using the subject meter for the first time. It is not known if the alleged issue was resolved during troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury and requiring self treatment as a result of the alleged issue. In addition, the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.